Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore a failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Per the fmc pharmacovigilance physician: there was no evidence of cycler dysfunction. Pleural effusion is known complication of all forms of peritoneal dialysis therapy and occurs in approximately 2 percent of continuous ambulatory peritoneal dialysis pts. The etiology is believed to be due to congenital or acquired communications between the pleura and peritoneum which promote the trans-location of dialysate into the pleural space. This is retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
The pt's wife called tech support from home regarding assistance on how to change the time on the cycler. The pt's wife stated that the cycler was on the end of treatment screen from the night before. She added the her husband was able to complete the treatment, but he felt like he couldn't breath, so hey went to the hospital. Pt's peritoneal dialysis was contacted and she stated that the pt was admitted to the hospital for pleural effusion.